Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer that wouldn't open stuck on the count screen. A field service engineer remoted in and restarted app to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medflex system, there was a drawer failure which was jammed. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this incident.